Manufacturer narrative:
Weigh-race:unk. Claim #: (B)(6).

Event description:
The reporter indicated that on (B)(6) 2021 a 12.6mm, vticmo12.6, -11.5/3.0/088 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the eye. The lens was implanted and removed intraoperatively. There was no patient injury. A replacement lens was implanted at a later date and the problem resolved.